Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar valve leaked during an eye procedure. Additional information and product sample have been requested. No updates have been received at this time.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The final product lot was identified. A device history record review for the lot was conducted. The product was released based on the product¿s acceptance criteria. No sample was returned and the device history record review of the lot number provided indicated that the product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. An internal investigation has been opened to address reports of a similar nature. (B)(4).